Event description:
It was reported that there was intermittant noise, sensing, and impedance issues on the atrial lead. The lead was explanted and replaced. No patient complication have been reported as a result of this event. Later review of manufacturer's database revealed the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) full lead was returned and analyzed. Primary analysis findings: no anomalies found, blood in/on the helix/lobe mechanism. Analyst visual comment noted: there is only one set of setscrew marks on the is-1 pin and it appears to be too proximal - lead not fully inserted into device. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.